Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo wand (wand). During the procedure, the physician noticed the wand was leaking from the connection to the apollo generator during the foot pedal activation. It was also reported that the wire within the wand stopped vibrating toward the end of the procedure. The physician was able to remove most of the clot and the procedure was ended. There was no report of an adverse effect to the patient.